Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2018 for elevated blood glucose (bg) levels of over 600 (mg/dl) and diabetic ketoacidosis (dka). While at the hospital, the customer was treated with intravenous (IV) insulin. The customer was released from the hospital on (B)(6) 2018 with the issue resolved and no permanent damage to the customer. Reportedly, the customer suspected the cause of the reported event was due to bg levels rising after delivering a bolus. No issues were observed with the cartridge or infusion set. Additionally, the pump did not declare any alerts or alarms to contribute to the reported event. Although requested by tandem technical support, the customer declined to perform troubleshooting.